Event description:
It was reported in an article that a patient implanted with vns therapy for depression had to have the device removed due to a hoarse voice. No other information regarding the issue was provided within the article, and attempts for further information have been unsuccessful to date.